Event description:
It was reported that the patient was originally programmed since implant to have the possibility of 8 boules a day, 1 every 4 hours. It was stated that the patient kept getting locked out, so she started keeping track of when the patient requested a bolus. The patient ¿worked most of the kinks out¿ and now was able to request 8 boluses a day, 1 every 2 hours. The patient reportedly went to her healthcare provider (hcp) and was told that she was locked out 160 times in a 3 month period. The patient believed the personal therapy manager (ptm) to be malfunctioning and wanted a new one. The patient would request a bolus and it would say one more minute. The patient would push the button again and it was say one more minute, then it said 24 hours. The patient denied pulling the ptm away too soon. The patient¿s next appointment was scheduled for (B)(6) 2014 and the patient requested the manufacturer representative to be present. It was later reported that the patient was seen on (B)(6) 2014 and the ptm lockout was discussed. The hcp changed the patient¿s settings to work around the lock out issue. It was also stated that the dose restriction interval was changed. It was noted that if that change was not helpful to the patient, the doctor¿s office would contact manufacturer representative. The patient had not contacted the doctor¿s office or the manufacturer representative about concerns as of the date of this report, on (B)(6) 2014. It was further reported the ptm bolus button was worn out and would not depress normally. The problem was due to normal wear and tear. The issue reportedly began a week prior to (B)(6) 2014. Following receiving a replacement ptm, it was noted the patient already felt better; however, it had been suggested that she monitor her situation. This was reportedly because her old ptm reportedly never worked for 1.5 years and whenever she had a refill she was ¿always over by 20cc¿ because she wasn¿t actually receiving the bolus doses and the printouts reportedly showed multiple, 200, attempts. The patient had never received relief from the bolus doses before. It was also noted the patient had received a refill on (B)(6) 2014 and the health care provider (hcp) reportedly ordered a dye test. The pump was used to deliver dilaudid. Further information including what the exact volume discrepancy(s) were, the outcome of the dye test and if any additional interventions or actions occurred has been requested but was not available as of the date of this report. A follow-up report will be submitted if additional information is received.

Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).